Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported by our sales rep that while attempting a rotator cuff repair on (B)(6) 2018, one of our 4.5mm healix advance br anchors failed to purchase in the patient¿s bone. The (B)(6) had begun to tie knots on the medial row, and had gotten to his final knot to tie, when we noticed a sharp recoil. Originally thought to be a ruptured suture, we noticed that the healix anchor had pulled out of the bone. Clearly noticeable was a vertical break in the cortical threads of the anchor, as one side of the anchor had completely broken free from the rest of the anchor. The (B)(6) then proceeded to place a 6.5 healix advance anchor in the patient and the procedure went as expected with no further delays. No adverse patient events occurred either. There is no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer, therefore unavailable for a physical evaluation. The complaint cannot be confirmed. We cannot discern a root cause for the reported failure due to insufficient information provided. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. At this point in time, no corrective action is required and no further actions is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).